Event description:
It was reported that the reservoir leaked. The blood glucose reading is 322 mg/dl. Customer noticed the reservoir leak when she removed the empty reservoir. The insulin leaked past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.